Event description:
It was reported that prior to use on a pt, the customer noticed leakage at the gas outlet on the oxygenator. Another oxygenator was used for the procedure. Ref: (B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal MFR of the device maquet cardiopulmonary (B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. A supplemental medwatch will be submitted if add'l info becomes available.